Event description:
The reporter stated the pump set came apart at the insert resulting in an overdelivery. No details on the extent of the overdelivery were known. The pt vomitted following the event. There was no illness, injury or medical intervention resulting from the event. The event date is approximate. One pt involved.

Manufacturer narrative:
Submission date of this report: 4/27/1998. Lab comments: evaluation:(3/27/1998) both samples returned unopened. Functional testing was performed for sample #1 using stopwatch, delivery test performed using pump with product enfamil at a set rate of 150ml, run time 1 hr. Calculated delivery 150ml, actual 145ml, vol fed 149ml. Sample #1 delivered within specification with no difficulties noted during test. The silastic tubing and safe-t-valve are present & functional with no separation noted. Sample #2 pump was used for testing. Enfamil was placed in bagset. Set rate 150ml/hr. For 1 hr. Test. Pump delivered within spec. With no difficulties noted during test. The silastic tubing and safe-t-valve are present and functional with no separation noted. Review for prior complaint completed on this lot.